Event description:
It was reported that on (B)(6) 2023 a patient presented with degenerative mitral regurgitation (mr) and heart failure for a mitraclip procedure. Two mitraclips were implanted successfully on the anterior 2-posterior 2 leaflet. It was discovered greater than 91 days after the procedure, (B)(6) 2025, the patient had recurrent mr due to disease progression of heart failure. The implanted clips were stable on both leaflets, and it was confirmed that there was no leaflet or chordal damage related to the implanted clips. There is not additional information provided for this procedure. It was reported that on (B)(6) 2025, a patient presented with grade 4 degenerative mitral regurgitation (mr), rotated heart, heart failure, severe tricuspid regurgitation (tr), and a lateral posterior 2 flail leaflet for a secondary mitraclip procedure. There were difficulties with imaging due to a structure in the esophagus. A mitraclip xt (B)(6) was implanted successfully. A second mitraclip, an nt, was attempted to be implanted medial on the valve, but was unable to grasp the leaflets. The clip was removed and a mitraclip xt was introduced. During pre-deployment establishing final arm angle (efaa), the clip was between 20 degrees and 25 degrees and continuously opened to 60 degrees going from the neutral knob position. Troubleshooting was performed by opening the clip to 120 degrees, relocking the clip and closing the arms, but was unsuccessful. The xt clip was removed. It was reported that there was tissue damage caused by the clip, which required another clip to be implanted. The final mitraclip xt was implanted successfully. It was reported that the first xt clip (40528a1108) settled open to approximately 50 degrees. The final mr was grade 1. There were no adverse patient effects or clinically significant delay reported.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation was unable to determine a cause for the reported unintended movement of clip open while locked. The reported poor image resolution was due to a structure in the esophagus. There is no indication of a product issue with respect to manufacture, design or labeling. This event was further reviewed by a staff engineer clinical r&d, and the reviewer stated that ¿per the reported incident details, the original mitraclip procedure was performed on (B)(6) 2023 in which two xtw clips were implanted a2p2 without issue. Due to worsening mr, a second procedure was performed on (B)(6) 2025 in which two additional xt clips were implanted. Two (2) fluoroscopic still images taken during the follow up procedure were provided. The first image shows three implanted clips: the two xtw clips implanted during the original procedure (central) and the first implanted xt clip (lateral) during the follow up procedure reported for clip opened while locked (cowl). This indicates the image was taken post deployment of the first xt clip (reported device) but before insertion of the second cds. The clip arm angle of the reported xt clip appears to be ~15° - 20° which is consistent with the typical fully closed position per the instructions for use (~10° - 30°). The second image shows a total of 4 implanted clips indicating the image was taken post deployment of the second xt clip implanted during the procedure. The clip arm angle of the reported xt clip (lateral / top clip in the image) appears to be ~40° - 45°. While the angles stated in this evaluation are estimations based on visual assessment with the unaided eye, there is an evident arm angle change observed with the reported xt clip. The clip arms appear to have opened from ~15° - 20° immediately post deployment to ~40° - 45° at the end of the procedure, which is an approximate arm angle change of ~25° - 30° and confirms the reported post deployment cowl event (clip open - locked). There are no other observations based on the images provided.¿